Event description:
This case was initially received via regulatory authority aemps (reference number: ps/cv/az/41907) on (B)(6) 2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of device intolerance ("intolerance to essure"), pyelonephritis acute ("acute pyelonephritis") and device dislocation ("left essure toward the fallopian tube") in a (B)(6) female patient who had essure (batch no. He0113u) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pyelonephritis acute (seriousness criterion medically significant) with vulvovaginal pain, urinary tract infection, abdominal pain and abdominal distension. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with tachycardia, pyrexia and abdominal tenderness, abdominal distension ("belly distended/abdomen distended/belly that seems to be of a person in a state of gestation"), abdominal pain ("abdominal pains") and vaginal discharge ("increased odorous vaginal discharge"). In 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("routine infections"), headache ("headaches"), migraine ("severe migraines"), menstrual disorder ("menstrual disorders"), vertigo ("vertigo") and hormone level abnormal ("hormonal disorders"). The patient was treated with surgery (laparoscopic surgery with complete bilateral essure removal and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance and pyelonephritis acute outcome was unknown, the device dislocation and vaginal discharge had resolved and the abdominal distension, abdominal pain, infection, headache, migraine, menstrual disorder, vertigo and hormone level abnormal had not resolved. The reporter considered abdominal distension, abdominal pain, device dislocation, device intolerance, headache, hormone level abnormal, infection, menstrual disorder, migraine, pyelonephritis acute, vaginal discharge and vertigo to be related to essure. The reporter commented: on (B)(6) 2017, she was presented to the urgency department. During the evaluation it was indicated urgent surgery by essure with the removal of fallopian tubes. An echography revealed the left essure was toward the fallopian tube and the right essure was well placed. On (B)(6) 2017 due to intolerance, she underwent a laparoscopic surgery with complete bilateral removal of essure and salpingectomy by general anesthesia. After essure removal the consumer was scheduled for an echography of follow up to ensure that everything was well; however, she referred it has not been performed yet. At the time of this report, she referred to continue with routine infections, abdominal pains, and belly distended. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left essure was toward the fallopian tube (cont.) Ultrasound scan (cont.): unknown date - the right essure was well placed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 31-oct-2017 for the following meddra preferred term: device intolerance. The analysis in the global safety database revealed 4 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-oct-2017. The most recent information was received on 28-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of device intolerance ("intolerance to essure"), pyelonephritis acute ("acute pyelonephritis"), device dislocation ("left essure toward the fallopian tube, not correctly placed"), device breakage ("remnants of essure have been found in uterus"), urinary tract infection ("urinary infection by virus or bacteria found") and hospitalisation ("she continuously has to be hospitalized, constant admissions to hospital") in a female patient who had essure (batch no. He0113u) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no allergy tests done in the past. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pyelonephritis acute (seriousness criterion medically significant) with vulvovaginal pain, abdominal pain and abdominal distension. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with tachycardia, pyrexia and abdominal tenderness, abdominal distension ("belly distended/abdomen distended/belly that seems to be of a person in a state of gestation"), abdominal pain ("colics, abdominal pains") and vaginal discharge ("increased odorous vaginal discharge"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("remnants of essure have been found in uterus after removal"). In 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection (seriousness criterion hospitalization) with pyrexia. On an unknown date, the patient experienced infection ("routine infections due to virus or bacteria"), headache ("headaches"), migraine ("severe migraines"), menstrual disorder ("menstrual disorders"), vertigo ("vertigo"), hormone level abnormal ("hormonal disorders"), amenorrhoea ("her menstrual period has withdrawn/ she is without menstruation"), ovarian disorder ("left ovary is not working well") and hospitalisation (seriousness criterion hospitalization). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (laparoscopic salpingectomy, bilateral essure removal on (B)(6) 2017) and removal of remnants of essure scheduled for (B)(6) 2018 (possibly hysterectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance, pyelonephritis acute, urinary tract infection and hospitalisation outcome was unknown, the device dislocation, device breakage, complication of device removal, abdominal distension, abdominal pain, infection, headache, migraine, menstrual disorder, vertigo, hormone level abnormal, amenorrhoea and ovarian disorder had not resolved and the vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, amenorrhoea, complication of device removal, device breakage, device dislocation, device intolerance, headache, hormone level abnormal, hospitalisation, infection, menstrual disorder, migraine, ovarian disorder, pyelonephritis acute, urinary tract infection, vaginal discharge and vertigo to be related to essure. The reporter commented: on (B)(6) 2017, she was presented to the urgency department. During the evaluation it was indicated urgent surgery by essure with the removal of fallopian tubes. An echography revealed the left essure was toward the fallopian tube and the right essure was well placed. On (B)(6) 2017 due to intolerance, she underwent a laparoscopic surgery with complete bilateral removal of essure and salpingectomy by general anesthesia. After essure removal the consumer was scheduled for an echography of follow up to ensure that everything was well; however, she referred it has not been performed yet. At the time of this report, she referred to continue with routine infections, abdominal pains, and belly distended. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: remnants of essure in uterus ultrasound scan - in (B)(6) 2017: remnants of essure found in uterus ultrasound scan - unknown date: left essure was toward the fallopian tube and the right essure was well placed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra pts: device intolerance. The analysis revealed 4 cases (excluding this case). Device breakage. The analysis revealed 2293 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2018: additional information received from patient via ha. Patient reported problems as result of essure still continue, she still has to be hospitalized and visits emergency service repeatedly after surgery on (B)(6) 2017, same clinical picture is presented. On (B)(6) 2017, she was admitted with 9 days fever, urinary infection by virus or bacteria found, ultrasound showed "remnants of essure in uterus" (new event), confirmed by abdominal, pelvic x-ray (B)(6) 2018. On (B)(6) 2018 surgery scheduled (B)(6) 2018, poss. Uterus removal. She is discontent due to since first day of insertion she received diagnoses of infections due to virus, bacteria (event term amended), colics (event term abdom. Pain amended), pylonephritis (prev. Reported), as one of the devices was incorrectly placed, no control was performed after 1 month,no allergy tests. "Menstrual period discontinued" (new event), it will be checked if left ovary is not working well (new event). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.